Event description:
Following needlestic, rn advanced catheter approx 3". Pt complained of shortness of breath & midsternal chest pain. Pt became diaphoretic & bp dropped 30 pts to 92/50. Catheter immediately discontinued. After 5 minutes, bp up to 132/90. Pt transported to ER for observation. Rptr feels pt experienced an allergic reaction.